Manufacturer narrative:
The device was received for evaluation. During functional testing, a white screen was reproduced when the pump was powered on. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the liquid crystal display (lcd) flex not properly connected. The issue was corrected after the lcd flex was connected properly by the evaluator. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a white screen. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.